Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The stylet/guidewire was kinked/buckled. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The tip seal on the distal electrode of the lead showed evidence of blood ingression. The lead analysis indicated damage during implant. The analyst noted a guidewire test could not be performed due to the condition of the lead and the guidewire stuck in the lumen lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, it was not possible to retract the guidewire from the left ventricular (lv) lead. It was not possible to get the guidewire out of the lead. The lead and guidewire were removed and replaced with a new one. No patient complications have been reported as a result of this event.